Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's son reported via phone call that his father's insulin pump alarmed no delivery halfway through the reservoir and twice more toward the end of the reservoir. The patient's blood glucose at the time of incident is unknown. The son was advised that the no delivery alarms may be due to site, set, or reservoir issues; however, troubleshooting was declined. The insulin pump will be returned and replaced.

Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. No excessive no delivery error alarm noted during testing. The insulin pump had normal operating currents and no unexpected off no power or low battery alarm noted. The insulin pump was received cracked case at the display window corner, minor scratched lcd window and cracked reservoir tube lip.